Event description:
New information received notes high pacing impedance value issues on patient's right ventricular lead.

Event description:
It was reported that the patient presented in clinic for fatigue. Interrogation of the patients right ventricular (rv) lead showed loss of capture. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.